Event description:
It was reported that pump battery depleted very quickly and required daily charging. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.